Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Customer delivered a correction bolus via the pump and performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.